Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot # 2332259 manufactured for the reported catalog #. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use experienced leakage. The following information was provided by the initial reporter: drug leaks between the body and the plunger. The drug used in preparation is normal saline.

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use experienced leakage. The following information was provided by the initial reporter: drug leaks between the body and the plunger. The drug used in preparation is normal saline.